Event description:
Information was received from a consumer who reported they had previously seen a physician who made a lot of extreme changes to the device, so their regular physician adjusted the settings close to what they were prior, which was better. However, they started experiencing a return of symptoms yesterday, so their physician told them to call the manufacturer¿s representative (rep). Last night the patient mentioned there had been some changes in their ¿head placement¿ and today it was a lot worse as their head bobs up and down and they couldn't get their head to do what it was supposed to do. A week prior the patient had a very bad fall at home (they didn't hit their head). During the call the patient discovered therapy was off, but they didn't know how this happened as they didn't think their implant depleted at any point and was currently at 50%. Therapy was turned back on and the patient was going to monitor symptoms as they mentioned when they turn therapy off to on, they aren¿t able to talk for a little while.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.